Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the customer experienced multiple non-recoverable faults. The intuitive technical support engineer (tse) reviewed the system logs and confirmed multiple occurrences of non-recoverable fault 25521 against the gimbal on the left master controller. The clinical sales rep (csr) stated that the customer was not going to use the system until the issue was resolved. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) to resolve the issue. Isi did receive a da vinci product to perform failure analysis. The mtm was analyzed. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. The complaint was not confirmed by failure analysis, but could be confirmed as having occurred via field error logs. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Manufacturer narrative:
On 01/17/2024, intuitive surgical, inc. (Isi) received a medwatch report stating: "a intuitive davinci xi robot shutdown 11 times during a procedure. The error message after each shutdown was fault 25521. No harm to the patient."

Event description:
Refer to h10/h11 for follow-up information.